Event description:
Customer reported on a bravo ph capsule that failed to attach. The patient was not injured following the procedure. Capsule was still attached when removed and fell off on the floor.